Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-03-21 (B)(4) (rep): regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient ins that was implanted on (B)(6) 2019 was removed due to malfunction. No symptoms was reported and no further complications were noted or anticipated.